Manufacturer narrative:
The subject device was returned to omsc for investigation. The evaluation on september 15, 2017, confirmed that the probe broke off at 16mm from the distal end. There was a scratch on the edge of the fracture surface. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage, probe damage, and abnormal display are most likely related to the operator's technique. Based on the past similar cases, it is known that the tissue pad became worn and partially peeled, due to the continued activation of output while the grasping section was closed without grasping any tissues. Based on the past similar cases, it is known that a scratch occurred on the probe since a user output the device contacting with something hard. Then the probe of the device was cracked when the probe was subjected to a load. Consequently the abnormal ultrasonic output was displayed. Then the probe broke when the probe was subjected to a load. The instruction manual of the device has already warned as follows; warning: do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. Warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.

Event description:
The subject device was used during a laparoscopic cholecystectomy. During use, an abnormal ultrasonic output was displayed. The procedure was completed using a similar device. There was no patient injury reported. After completion of the procedure, during cleaning the device, it was found that the probe was broken off.the device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on september 15, 2017, confirmed that the tissue pad was worn and partially peeled.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".